Event description:
Additional information: patient symptoms appeared at the injection sites of glabella and infraorbital.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swellings, hardenings, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of swellings, hardenings, and infection as follows: precautions for use: "as a matter of general principle, injection of medical device is associated with a risk of infection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions can last for a week. Indurations or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm volbella with lidocaine in the infraorbital and glabella. Five months after the injection, the patient developed "swellings and hardenings" and the patient was treated with hylase. The patient had also developed in the same month, an infection which the patient had been given antibiotics of cerufoxim and clindamycin. Symptoms are ongoing. Patient was previously injected with "bocouture" in the glabella, forehead and crow's feet 10 days before.

Manufacturer narrative:
Medwatch sent to FDA on 10/03/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm volbella with lidocaine in the infraorbital and glabella. Five months after the injection, the patient developed "swellings and hardenings" and the patient was treated with hylase. The patient had also developed in the same month, an infection which the patient had been given antibiotics of cefuroxime and clindamycin. Symptoms are ongoing. Patient was previously injected with "bocouture" in the glabella, forehead and crow's feet 10 days before.